Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working. The customer tried multiple cords, instruments, both ports, but the monopolar still did not work. The customer performed the reboot of the erbe generator; however, the issue remained. The customer continued with the procedure using bipolar energy port only. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy did not work, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced errors c-00 and m-02 and replaced integrated electro surgical unit (iesu) to resolve the issue. System tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. The unit was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Error m-02-3 occurred on start-up. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.